Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2915 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was placed by PICC rn at bedside, chest x-ray obtained, x-ray dictated tip of catheter in innominate vein. Patient brought to interventional radiology for right sided PICC placement due to nerve pain at insertion site and malposition of PICC. This report pertains to the nerve damage.